Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the pump's battery life was less than expected and the issue occurred with multiple batteries. The reporter denied any damage to the pump casing or any moisture/corrosion in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/05/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/08/2016 with the following findings: a review of the black box indicated evidence of short battery life on (B)(6) 2016 with a sudden voltage drop. Visual inspection revealed that the battery compartment and battery cap were undamaged and the cap was able to secure properly. The pump powered on normally and successfully performed ez-prime steps. All current readings were within specifications. The pump casing was removed and no defects were found to the power circuit. The complaint of short battery life could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the pump base was cracked between the keypad and the lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).